Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, during the procedure, when the forceps were opened within the stomach, a small piece of metal fell from the forceps. The device was removed from the patient and examined but no visible damage was noticed. The metal piece was also removed from the patient and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps (B) (6) female patient, weight is unknown). According to the complainant, during the procedure, when the forceps were opened within the stomach, a small piece of metal fell from the forceps. The device was removed from the patient and examined but no visible damage was noticed. The metal piece was also removed from the patient and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this report is a supplement to manufacturer report # 3005099803-2009-05990. Since the initial medwatch report was filed, the device has been evaluated.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was broken and detached from the device. No abnormalities were noted with the device riveting and welding which were within design specifications. Functionally the device jaws would open and close normally considering the broken needle tail. Measurements were taken of the wire curves and it was determined that they were out of specification and could have ultimately contributed to the breakage of the needle tail. The condition of the returned incident device was consistent with the complaint; detachment of component. The most probable root cause is manufacturing due to the improper curve forming. (B) (4).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information, a supplemental medwatch will be filed.